Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device result was 3.9 and 1.2 inr. The corresponding lab result reported was 2.8 and 2.8 inr. These are two different patients. The second patient was sent to the hospital.